Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient experienced a sudden onset of a high blood glucose (bg), over 500 mg/dl with vomiting within 3-4 hours of a previous normal bg reading. Patient was admitted to hospital and received IV insulin. While in hospital, the health care provider (hcp) thought patient may be developing an infection of some sort but no diagnosis is provided. Patient does not believe it is a site issue; follows all IFU for insets. Customer support (cs) advised patient to continue on pump and call immediately if her bg becomes elevated in order to troubleshoot issue at the time of occurence. Patient will continue on pump for now and will call back if issue persists. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made because a patient on pump therapy experienced hyperglycemia and due to the possibility that the use of an insulin pump may have contributed to the hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/5/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.